Event description:
It was reported by service report that the foot right siderail did not lock properly. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: timing link.